Manufacturer narrative:
It was initially reported that during attempt to remove the wound drain, approximately 15 cm of the wound drain tip was retained in the patient's left hip. The patient reportedly required surgical retrieval of the retained wound drain tip. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported need for surgical retrieval of the retained drain tip, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was initially reported that a patient required surgical retrieval of the retained wound drain tip.